Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level possibly caused infusion set. Blood glucose level at the time of the incident was 400 mg/dl and 223 mg/dl at the time of the call. Customer does not want to troubleshoot. The insulin pump was not replaced or returned for analysis.